Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window and broken reservoir tube lip.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the blood glucose reading was 32 mg/dl at the time of hospitalization. Customer stated that her insulin pump was not working correctly it was giving too much insulin. Customer also stated that her insulin pump was constantly alarming no delivery. Nothing further was reported.